Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain volume error 110 (night drain #10). The therapy was not recorded in the therapy or events logs (it had been overwritten).

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The probable cause for the iipv was undetermined. Device met specifications relative to iipv in the logs.